Event description:
It was reported with the use of the unspecified bd¿ syringe there was an issue with foreign matter in syringe.

Manufacturer narrative:
Investigation summary: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2022 (may 31st ¿ june 1st, 2018). Syringes were assembled in machine, nº4251, nº4252, nº4208, and nº4204, in lot #8148567 (may 28th ¿ june 4th, 2018). Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #8149705, #8142763, and no problems, defects or qn related to the reported issue were found. Bd has also reviewed the plunger lots #8149709, #8142767 and no problems, defects or qn related to the reported issue were found. Bd has been provided with pictures of the affected samples. After the evaluation of the returned pictures of the samples, bd confirms the reported issue and conclude that the white particles inside the syringe were composed by lubricant from the syringe barrel. Conclusion(s): particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. We have initiated the appropriate corrective and preventive actions for this issue. CAPA #207816.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the unspecified bd¿ syringe there was an issue with foreign matter in syringe.